Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including one guide wire, 2-l catheter, arrow raulerson syringe (ars), and introducer needle, for analysis. No definite signs of use were observed on the components. Visual analysis revealed that the guide wire contained one slight kink towards the distal j-bend. The j-bend appeared intact. Microscopic examination of the guide wire confirmed the defect. Both welds appear present and full and spherical. The kink in the guide wire measured 582mm from proximal end. The overall length of the guidewire measured 604mm, which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter of the guidewire measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The guidewire was functionally tested per the instructions for use (IFU) provided with this kit, which states "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guidewire was threaded through the returned catheter, as well as the returned introducer needle and syringe, and little to no resistance was experienced with any of the components. A manual tug test confirmed that both welds are secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage". The customer report of a kinked guidewire was confirmed by investigation of the returned sample. Visual analysis revealed one kink towards the distal end. The guidewire passed all relevant dimensional and functional requirements, and a device history record review based on sales history revealed no relevant findings. Based on the sample received and the complaint investigation, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
During the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Event description:
During the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).